Event description:
It was reported the device leaked lubricant into the patient's surgical site during a procedure at the user facility. The user facility reported the procedure was completed successfully with no surgical delay. It was further reported the surgical site was cleaned with antibiotics and no signs or infection were present. No additional adverse consequences were reported by the user facility.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported the device leaked lubricant into the patient's surgical site during a procedure at the user facility. The user facility reported the procedure was completed successfully with no surgical delay. It was further reported the surgical site was cleaned with antibiotics and no signs or infection were present. No additional adverse consequences were reported by the user facility.